Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported not feeling well since their implantable pulse generator (ipg) was implanted. They indicated they frequently get atrial fibrillation (af), and that their heart rate was fast. The patient also indicated dizziness and dyspnea. They patient also stated that they had a seizure after a heart problem and were also told they had an incident when magnetic resonance imaging (MRI) programming was done. The device remains in use. No further patient complications have been reported as a result of this event.